Manufacturer narrative:
After battery installation, the unit powered up with a blank display due to corrosion around the battery connectors, inside the battery compartment, and on the battery board underneath the battery compartment. There was enough corrosion to cause the a battery connector to partially detach from the board. Unable to perform the displacement test due to the blank display. Did not note any cracks in or around the reservoir tube lip, or in the retainer ring. Furthermore, the retainer ring is solidly attached to the reservoir tube lip. In addition to this, did not note any cracks in the battery tube or in the battery threads. Inserted a test p-cap into the retainer ring, and it locked in place properly. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump was damaged. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.